Event description:
The hospital nursing staff attempted to administer external pacing to a patient diagnosed in cardiac arrest. The device external pacing function allegedly failed. There were no adverse affects to the patient reported as a result of the alleged malfunction.